Event description:
The customer alleged that the audio alarm volume was low. The customer support engineer inspected the device and replaced the audio alarm as a precaution. The unit passed extended self testing. It is not verified that the alarm was operating outside of specs, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.